Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with a bright red spot, the size of a quarter, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025 at 7 pm. User's hcp was aware of the event and prescribed antibiotics and a cream per dms, user is currently using the system with up-to-date information.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported an infection on the insertion site, with a bright red spot, the size of a quarter, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025 at 7 pm. User's hcp was aware of the event and prescribed antibiotics and a cream per dms, user is currently using the system with up to date information.